Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm was reading 390 mg/dl and the bg meter was reading 47 mg/dl. The patient was incoherent and unresponsive. The patient was given a glucose tablet by his wife who also called the patient¿s brother. Once the patient¿s brother arrived, they attempted to give the patient some pineapple juice but the patient was unable to swallow it. The patient was then given some raw sugar and 911 was called. The patient¿s betabioinics ilet insulin pump was also removed. Once ems arrived, the patient¿s bg meter reading was 21 mg/dl while the cgm was reading 300 mg/dl. The patient was treated with glucagon and transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was still in the 20s mg/dl and the patient¿s cgm value was not checked at this time. The patient was treated with IV glucose until his bg level reached approximately 200 mg/dl. The patient was in the hospital for more than 24 hours before being discharged. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. When the ems arrived, the patient's blood glucose were checked and it was found to fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.